Event description:
It was reported that after an initial bunion surgery, a fully threaded screw was removed on (B)(6) 2025 due to screw breakage and hardware irritation. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, a fully threaded screw was removed on (B)(6) 2025 due to screw breakage and hardware irritation. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken screw was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.